Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at around 6 p.m., on (B)(6) 2020; however, she advised that the device had been giving higher readings in comparison to her usual readings for the past month. The patient manages her diabetes with oral medication (metformin and januvia, dose not specified) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that at around 6 p.m., on (B)(6) 2020, after eating dinner (a couple of eggs) she ¿felt low on blood sugar¿ and began ¿shaking¿. The patient advised that in response to how she was feeling and the symptom she had developed, she tested her blood glucose and claimed obtaining a result of ¿140 mg/dl¿ which she advised was inaccurately high compared to her usual results and how she was feeling at the time. The patient reported that she put on additional clothing (sweater) and that before going to bed, she took some tylenol to help ¿alleviate the shaking.¿ the patient denied testing her blood glucose on another device; however, stated that on (B)(6) 2020, she obtained a blood glucose result of ¿264 mg/dl¿. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device at the time of testing and that an approved sample site was used to obtain the result. The csr also noted that the patient did not have control solution available to test the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event whilst using the subject device. The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the event.